Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center confirmed the reported event due to a defective turret assembly. It was also noted the front panel is broken, a non-olympus lamp was installed in the unit, and a faulty scope socket. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use their evis exera iii video system center displayed an e200. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty turret assembly could not be identified. Olympus will continue to monitor field performance for this device.